Event description:
It was reported the camera head experienced cable breakage. The issue occurred after the examination. The user disconnected the cable from the device without activating the release mechanism and then pulled the cable out of its anchorage. There was no patient involvement.

Manufacturer narrative:
E1: full facility name - (B)(6) clinic. E2: health professional - unknown. E3: occupation - no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: e2, e3, g2, g3, d9, h2, h3, h4, h6, h10, h11 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found water tightness is lost. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced cable breakage. The issue occurred after the examination. The user disconnected the cable from the device without activating the release mechanism and then pulled the cable out of its anchorage. There was no patient involvement.